Manufacturer narrative:
E4: voluntary medwatch number (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that status post heartmate 3 left ventricular assist device (lvad) implant was course complicated by ventricular tachycardia (vt) storm which required right ventricular protek. The patient had an implantable cardioverter defibrillator (ICD) implanted prior to lvad which was replaced post lvad implant due to battery depletion. The ICD in place was complicated by multiple episodes of symptomatic vt, atrial fibrillation (af), pulmonary hypertension (ph). The patient was noted to have had hypotension. The patient had a history of vt and af pre-lvad implant and the arrhythmia was not thought to be device or therapy related. The arrhythmia resulted in clinical compromise of hypotension and was treated with stellate ganglion block on (B)(6) 2023 and ventricular ablation (B)(6) 2023 the treatment resolved the event. Related manufacturer reference number: 2916596-2024-01099 (heartmate 3 lvas, other information reported in voluntary medwatch)

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists adverse events, including cardiac arrhythmia and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.